Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to a calcified cto lesion in the rca with vessel tortuosity but the stent could not cross. When the device was removed it was noted to be damaged, the physician used another device to treat the patient. The patient is good. No clinical sequelae were reported. Evaluation summary: the device was returned for evaluation to medtronic. The stent was positioned correctly on the balloon. The hypotube was mildly kinked along the shaft at 19.5cm and 94.5cm from the strain relief. There was damage along the middle of the stent, on the 11th segment from the distal and there was also damage to the 21st segment. The maximum stent od noted was at the 11th segment which was out of specification. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (failure to deliver stent and stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 75-80% stenosis and severe calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 75-80% stenosis and severe calcification. Inherent risk of procedure ¿ (failure to deliver stent and stent deformation). (B)(4).